Event description:
Reporter alleged obtaining the results of 22 mg/dl and 66 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he was going to eat fruit based on the 62 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.